Event description:
A regulatory report was received where the patient alleged having a pod that leaked 15 units of insulin into them, resulting in hypoglycemia. No specific blood glucose levels were reported. The patient reported loss of consciousness for approximately 2 minutes due to hypoglycemia episode. Treatment consisted of consuming sugar. Additionally, the patient reported receiving incorrect glucose readings from their continuous glucose monitor.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.2 cloud - operating system 18.5 cloud - hardware iphone16.2 cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.